Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy for insulin delivery.